Event description:
Reporter indicated that patient had developed a staph infection over the generator site after stimulation was turned on. The device was explanted and will not be returned for product analysis as the site disposed of both the generator and the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.